Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "bia-alcl" suspected. Histopathological markers are not reported, and alcl cannot be confirmed. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial implant date d6a: 2015 was provided.

Event description:
Patient reported "bia-alcl" for an unknown side. Histopathological markers are not reported, and alcl cannot be confirmed. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4, h6.

Event description:
Patient reported "serous emphysema". This record is for the left side. Device was explanted. Healthcare professional later reported "seroma".

Manufacturer narrative:
The results of immunohistochemical staining cd30 noted "no atypical cellular component". Additionally, the device in question is not PMA approved. Hence unreporting the previously reported lymphoma-alcl-suspected.

Event description:
The results of immunohistochemical staining cd30 noted "no atypical cellular component". Additionally, the device in question is not PMA approved. Hence unreporting the previously reported lymphoma-alcl-suspected.